Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-06654. It was reported the patient complained of an issue of pain she had in her back/neck area. The patient visited with her physician and a hematoma at the lead incision site was found. The patient was referred back to her implanting physician to address the issue.